Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the black box began on 04/26/2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she blacked out when her blood glucose was 32 mg/dl. The patient went unconscious and flipped her car over off the side of the road on (B)(6) 2013. Three (3) hours prior to the incident, the patient had blood glucose reading of 126 mg/dl and ate a caesar salad with teriyaki chicken and croutons and took insulin to cover 15 grams of carbohydrate. She was taken to the hospital where she was treated with IV glucose and was released the same day. On another occasion, (B)(6) 2013, she had a low blood glucose reading of 32-36 mg/dl in the middle of the night. She reportedly did not see her healthcare provider for 2 weeks to discuss the issue. The patient¿s hcp adjusted his basal insulin accordingly after the accident. Since the insulin regimen change, his hypoglycemia are gone and now run higher than he would like. Troubleshooting indicated that there was no product malfunction related to the alleged incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had unexplained hypoglycemia and went unconscious while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.